Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor was missing the protective cap. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured november 24, 2015 ¿ november 25, 2015. The device was received for evaluation out of its original package. Visual inspection revealed that the fill port cap was missing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.